Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After microwave ablation therapy was performed, it resulted in intraperitoneal bleeding and the patient died. According to computerized tomography (CT) examination, it was considered that the bleeding was from the route of puncture. It was also noted by the doctor that the bleeding occurred from the antenna puncture route due to hepatic artery damage at treated site.